Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reproted the patient underwent percutaneous transluminal coronary angioplasty (ptci). At the end of the procedure an angio-seal vip was used and hemostasis was achieved. A few hours later, the patient experienced pain in the groin. Upon examination, the physician determined that the patient had a pseudoaneurysm. The physican applied manual pressure to achieve hemostasis. The patient's condition was reported as fine and the patient was discharged.